Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the coil passed the electrical continuity test prior to use; however, the coil did not detach after multiple attempts. During continued attempts, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed from the patient along with the microcatheter. There was no reported patient injury or health damage.

Manufacturer narrative:
The device was returned for analysis. The delivery pusher was examined under the microscope for abnormalities; there were no abnormalities noted. The resistance of the pusher was measured; however, resistance could not be measured due to an open circuit. This would suggest a broken lead wire or solder joint along the circuit path; however, none were noted upon inspection. Based on the available information and evaluation, the root cause cannot be determined. The electrical resistance could not be measured, indicating an open circuit; however, no circuit abnormalities could be detected.